Event description:
Reported that, when removing pt's infusion site, pt discovered that cannula was bent. Reported that the infusion set was separating. Pt reported that blood glucose was elevated (>600 mg/dl). Pt self-treated by changing the infusion set, and delivering a bolus.